Event description:
It was reported that the patient experienced reservoir migration with an inflatable penile prosthesis (ipp). The component was visible from outside the body and the physician suspected the migration might have been related to the patient's weight loss. A revision surgery was performed in which an abdominal incision was made to reposition the reservoir and secure it in place. There were no device malfunctions associated to the device. The patient did not experience any adverse event related to the migration and fully recovered following the intervention.